Event description:
During a service visit to evaluate a device due to a reported service required error, a philips field service technician checked the error log and confirmed a ventilator service required error concerning the oxygen blending module. The device's oxygen blending module board was replaced to address the issue. Additionally, the front enclosure, rear casing, bottom housing, handle and keypad were also replaced, which was not related to the malfunction/issue.